Manufacturer narrative:
Additional narrative: patient information is not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) operation on (B)(6) 2017, a opal spacer 10mm x 28mm 11mm height-revolve broke when the surgeon was trying to implant it in the disc space. The fragments generated due to broken device were easily removed without any additional intervention. There was 10-15 minutes of surgical delay. The surgery was completed with another available device. The patient was stable after the surgery. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) opal spacer 10mm x 28mm 11mm height-revolve. (B)(4).